Event description:
It was reported that a core wire detachment occurred. A trace baseline (less than 1cm) pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure. A watchman fxd dbl curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician deployed the closure device two (2) times fully recapturing. Upon trying to deploy the closure device a third time, as the device reached a flx ball, the physician was trying to maneuver and felt the tension of the device release prematurely. Fluoroscopy imaging was review and it was noted that the core wire was completely separated from the closure device. The closure device was stable and was partially in the delivery system at this time. The physician attempted to place the core wire up to the device to attempt to screw it back in and it pushed the device out slightly more, so they immediately stopped. The clinical manager then suggested to the physician to unsnap the delivery system from the was sheath and take the was sheath over the device very slowly. This positioned against the back wall of the laa and the physician very gently took the was sheath over the closure device slightly. This provided enough support that the physician took the core wire up to the threaded insert a second time and this time successfully reconnected the core wire to the 31mm closure device. Fluoroscopy imaging confirmed, and the closure device was then fully recaptured into the delivery system and removed from the body. The procedure was completed with a successfully implant of a 27mm closure device in the patient. There was no change in the pre-existing pericardial effusion and there were no patient complications reported. Patient status: the patient remained stable and was kept overnight for monitoring. The patient was discharged the next day.

Manufacturer narrative:
Media eval by MFR.: media from the procedure was provided and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review report concluded: during recaptures, likely manipulation of device contributed to unscrewing of core wire.

Event description:
It was reported that a core wire detachment occurred. A trace baseline (less than 1cm) pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure. A watchman fxd dbl curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician deployed the closure device two (2) times fully recapturing. Upon trying to deploy the closure device a third time, as the device reached a flx ball, the physician was trying to maneuver and felt the tension of the device release prematurely. Fluoroscopy imaging was review and it was noted that the core wire was completely separated from the closure device. The closure device was stable and was partially in the delivery system at this time. The physician attempted to place the core wire up to the device to attempt to screw it back in and it pushed the device out slightly more, so they immediately stopped. The clinical manager then suggested to the physician to unsnap the delivery system from the was sheath and take the was sheath over the device very slowly. This positioned against the back wall of the laa and the physician very gently took the was sheath over the closure device slightly. This provided enough support that the physician took the core wire up to the threaded insert a second time and this time successfully reconnected the core wire to the 31mm closure device. Fluoroscopy imaging confirmed, and the closure device was then fully recaptured into the delivery system and removed from the body. The procedure was completed with a successfully implant of a 27mm closure device in the patient. There was no change in the pre-existing pericardial effusion and there were no patient complications reported. Patient status the patient remained stable and was kept overnight for monitoring. The patient was discharged the next day.